Manufacturer narrative:
The user facility's biomedical technician (bmet) replaced the oxygen (o2) sensor which resolved the issue. Per bmet, the only thing he found out about the issue was that the vaporizer was placed in the circuit and the flow was slowed so low that it had created extra resistance in the line. It was possibly turned on, warmed up and was not turned off but a calibration was not performed. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer checked the hose connections and they were secure. They did not hear any gas leaks. They used a vaporizer in the circuit and was connected to the wall supplier air and o2. As per technical support specialist, the issue is with the epgs system. There was backpressure on the epgs that was throwing the fio2 off. The hospital biomed sent the logs to the manufacturer. The hospital biomed was pretty sure that the perfusionist was calibrating the epgs without the cvo2 analyzer. So when they hooked up the epgs outlet air to the cvo2 analyzer it caused an increase in backpressure to the epgs which caused the need to calibrate error. As per log analysis on (B)(6) 2017 at 06:47:54 the gas system was successfully calibrated. Flow was set to 0.8 l/min (pediatric case), which will cause lower back pressure and usually results in the sensor measuring low o2. They had o2 set for 100% and the sensor measured 89%. At a 10% difference the calibration needed indication will occur as reported. Since calibration was performed at 5 l/min, sometimes running a low flow would cause this behavior.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fi02 said "calibrate". The customer continued to use the unit during the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the electronic patient gas system (epgs) was calibrated successfully at about 6:48 am. Gas flow was set a low level of 0.8 l/min at about 10:08 am. This low gas flow likely occurred during priming of the cardiopulmonary bypass (cpb) circuit prior to the start of cpb. At about 10:09 am an oxygen (o2) sensor and blender disagree message was posted in the logs. The user would have noticed "cal" appear on the central control monitor (ccm) below the measured fraction of inspired oxygen (fio2) display box. The user elected to re-calibrate the epgs and that occurred at 10:15 am. With low gas flows (still during prime) the "cal" message again appeared. Once cpb was initiated, at gas flows of greater than or equal to 2.87 l/min, the "cal" never reappeared. The user did use the epgs for the procedure and gas flows and fio2 changes were made with ccm slider controls. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.